Event description:
It was reported that during a pulmonary vein isolation to treat atrial fibrillation a intellanav mifi open-irrigated catheter showed the high temperature error which stopped the ablation twice. Troubleshooting like checking pump settings, checking generator and making sure fluid bag was not empty took place. While checking full length of tubing, it was noticed that fluid was leaking from the handle of the ablation catheter. The catheter was replaced and the procedure was completed successfully with no patient complications. Device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation to treat atrial fibrillation a intellanav mifi open-irrigated catheter showed the high temperature error which stopped the ablation twice. Troubleshooting like checking pump settings, checking generator and making sure fluid bag was not empty took place. While checking full length of tubing, it was noticed that fluid was leaking from the handle of the ablation catheter. The catheter was replaced and the procedure was completed successfully with no patient complications. Device has been returned for analysis.

Manufacturer narrative:
The device was returned for analysis to boston scientific. Per visual inspection showed that the extension tubing is partially detach of the luer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.